Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that could have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of shaft separation reported for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during device backloading onto the unspecified guide wire the 2.5 x 20 mm trek balloon dilatation catheter (bdc) shaft was noted to separate. There was no reported resistance; the device was not used. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.